Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Additional information: d9, h3, h6 event summary as reported, a filiform double pigtail ureteral stent set separated into three pieced during removal from the patient. Additional details regarding the event and patient outcome have been requested. Investigation - evaluation a document-based investigation was performed including a review of complaint history, device history record, drawing, quality control data, and the instructions for use (IFU). A device failure analysis was unable to be conducted as the product was never returned by the customer despite due diligence by cook in requesting its return. If at a later date the device is returned, this complaint will be reopened, and the device inspected. The complaint device was not returned; therefore, no physical examinations could be performed. In response to this reported event, cook completed a review of the device history record (DHR). The DHR for the reported lot number recorded zero non-conformances. The component level lot for the stent was also reviewed and no recorded nonconformances were found. In addition, a trackwise search displayed no additional customer complaints associated with the reported lot. Due to the lack of additional complaints associated with this lot, there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered.¿ how supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred. The complaint of the stent separating into three pieces during removal was confirmed by customer testimony. The root cause for this incident was unable to be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Name and address- postal code: (B)(6). PMA/510(k) #- pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, a filiform double pigtail ureteral stent set separated into three pieced during removal from the patient. Additional details regarding the event and patient outcome have been requested.